Event description:
It was reported that the device moved and is more visible than the previous device. The patient noted that it hurt to lie on the side. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6949-65, lead, implanted: (B)(6) 2005; product ID 5076-52, lead, implanted (B)(6) 2005. (B)(4).